Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had an error c-34 on the integrated electrosurgical unit (erbe/iesu). An intuitive surgical inc. (Isi) technical support engineer (tse) asked the customer to shutdown the energy device and to unplug the power cord. The tse also suggested to use a new cautery cord for monopolar. However, there was no change and the error remained. The tse asked the customer to use an external generator and the customer confirmed that they have an erbe which could be used with the system. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors c-34/c-00 and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint; however, failure analysis is ongoing. The complaint regarding the erbe error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error c-34 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is a reportable malfunction event due to the following conclusion: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup erbe. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations of the returned unit confirmed the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. The integrated electro surgical unit (iesu) will be returned to original equipment manufacturer (OEM) for repair.